Event description:
A patient was prepped for a biopsy procedure by using mission instrument. It was reported that prior to the procedure the device allegedly had labelling problem. There was no patient involvement was reported.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria investigation summary: one electronic photo was received and reviewed. The photo shows the product labeling information, which matches the trackwise details; however, the barcode is not clearly visible. Therefore, the investigation is considered inconclusive due to the poor quality of the provided photo and insufficient evidence to confirm the reported failure. A definitive root cause for the reported device markings/ labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. By comparing the received label against document label, carton end, mission disposable core biopsy instrument/kit global, it was noted that the catalogue number, pk number, gauge size & needle length, lot number characters, use by date format, gtin number which was mentioned in the label was verified and it matched with the document. No anomalies were noted in the provided label photo. D4 (medical device lot, medical device expiration date, unique identifier (UDI) #), g2, g3, h6 (component, method). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using mission instrument. Prior to the procedure the device allegedly had labelling problem. There was no patient contact.